Manufacturer narrative:
Insulin pump received with intermittent button response due to moisture damage on keypad trace. Insulin pump received with minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip, missing end cap sticker. No sticky keypad noted. (B)(4).

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that buttons were not responding. Customer's blood glucose was 132 mg/dl. Customer states she does sleep on insulin pump. After troubleshooting, customer was advised that insulin pump would need to be replaced.